Event description:
It was reported that a vns patient was experiencing an increase in the intensity of his seizures. The relationship of the increase in seizures to pre-vns baseline levels is unknown. The physician attributed the seizure increase to battery depletion of the generator. However, diagnostics and a battery life calculation showed the generator had not reached end of service yet. Generator revision surgery was performed. The explanted generator has been returned to the MFR and is undergoing analysis. Good faith attempts to obtain additional info have been unsuccessful to date.